Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery stenting procedure, when attempting to use a filter device, the device bent and then broke. The lesion being treated was a highly clotted saphenous vein graft (svg) located in the right coronary artery (rca). The physician attempted to place the filterwire, but was unable to deploy it in the lesion and the filterwire bent and then broke, but did not separate. The physician removed the device and placed 2 non bsc stents in the lesion with no distal protection. There were no further complications, and the pt was discharged in good condition the next day.